Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number: 1627487-2024-00060. It was reported that the patient was feeling ineffective stimulation. X-ray imaging revealed lead migration of right l1 and s2 leads. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Related manufacturer reference number: 1627487-2024-07888. Additional information indicates that all 3 of patients leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein leads were explanted and replaced to address the issue.